Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested assistance pairing a new freestyle libre 3 plus sensor with the ilet, initially received a pairing failed alert, rescanned the sensor, and successfully entered warmup; this was characterized as an intermittent communication failure associated with the device¿s antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.